Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision for all distances. The clinical reason was visual axis and pupil axis was not aligned. The iol was exchanged in a secondary procedure for monofocal lens. Additional information has been requested and received stated that the events caused by eye anatomy, there was no patient harm and patient was not hospitalized there are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint for the lot. The manufacturer internal reference number is: (B)(6)

Manufacturer narrative:
On initial MDR the FDA product problem code of 1360 was an error. It should have been 2993 on the original MDR ¿ (corrected information provided in h.6.). The outcome malfunction was reported in error in initial MDR it was only adverse event. Corrected information provided in b.2. Additional information provided in h.3. And h.10. The company lens, 17.5 diopter, add power +2.2/+3.2, was exchanged for a 16.5 diopter monofocal lens. Qualified associated products were indicated. The manufacturer internal reference number is: (B)(4).